Event description:
The customer reported that the left monitor went out during a case. The system was rebooted and the procedure was completed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The left monitor was replaced and all video and power connections were reseated during the service call. The system was tested and found to be working as intended and put back into service.